Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter was found fractured into two pieces and was not used.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 10.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was fractured. Evaluation of the returned device confirmed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling removal from packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.